Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that they were receiving the error message of maximum settings reached. They changed programs and they reached maximum settings on all programs without feeling stimulation. They were redirected to their healthcare provider. The issue was not resolved. Additional information was received on (B)(6) 2021 and it was stated that the cause of the maximum setting was unknown and that the most likely cause was possibly due to indwelling ureteral stent and the stent was removed on (B)(6) 2021 and the issue has not yet resolved. No further complications were reported/anticipated at this time.